Event description:
The account reported the multifocal intraocular lens was explanted because the patient had residual hyperopia. There was no issue with the lens, the incorrect diopter was initially implanted. The incision was not enlarged to remove the lens and there was no patient injury. A different lens was implanted during the same procedure.

Manufacturer narrative:
Visual inspection of the optic took place and no optical deviations could be found. Diopter measurement records from this particular lens were verified and showed to be within specifications. This is in compliance with the labeled dioptric power 19.5 diopter. A manufacturing record review was performed and met specifications. No additional complaints of a similar nature were received for the remaining lenses in this production order. Our investigation revealed no product deficiency. Our investigation and the information received from the surgeon suggests this event was not caused by a deficient lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.